Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system: controller 2.0 d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed several instances of power consumption above the normal operating range within the analyzed period, starting on (B)(6) 2024. No alarms were recorded during the analyzed period. As a result, the high-power finding was confirmed; however, the "weird alarms" could not be confirmed. Based on the available information, the device may have caused or contributed to the reported high power. Based on the risk documentation, possible causes of the high-power finding may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 28-feb-2022 / serial#: (B)(6) d9: no h3: no h4: mfg date: 18-feb-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient reported "weird alarms going off the past few mornings, but they didn't last very long" during a clinic visit.  Patient otherwise feeling well, no symptoms.  Clinic staff stated that no alarms were noted on monitor trends.  Upon log file review it was noted that the vad exhibited above normal power by 0.1w.  Power was 3.9w and normal speed is 2.6w to 3.8w.  The high power alarm was set 2w above current power to alert if power increases.